Event description:
Per the audiologist, the patient initially had healing problems. In 2007, the patient underwent skin flap debridement due to "skin loss" and "bone exposure". The patient's wound healed and on approx two months later, the patient was fitted with the sound processor. On the following month, the patient's fixture and abutment fell out. Reportedly the patient is a scaffolding worker, and there was frequent contact made between the device and a safety helmet. It was also reported that the patient hit the fixture/abutment with logs and steel bars several times. Note that the fixture and abutment were not surgically removed.

Manufacturer narrative:
The fixture and abutment were analyzed by the manufacturer. No deviation from specifications was found. This is a final report. The type of event is addressed in the device labeling.